Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was getting shocked from their implant and it hurt very bad, they could barely sit. This was noted to have started suddenly on (B)(6) 2017. Troubleshooting had already included decreasing stimulation, and it helped for a couple hours, but then it started shocking them again. Further troubleshooting included decreasing amplitude again. It was noted that this eliminated the uncomfortable stimulation, and it felt much better. It was reviewed that they could decrease more if it started happening again, or turn it off completely. It was noted that they would see their healthcare provider on (B)(6) 2017 and would discuss the issues then. Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the cause of the shocking was the patient¿s stimulation being too high. It was noted that it occurred in different positions. Troubleshooting included trying another program, but the patient did not like it so they changed it back to the original program at a lower setting. Additional information was received from the healthcare provider on (B)(6) 2017. It was reported that the cause of the stimulation being too high was determined, but was not disclosed, and lowering the patient¿s setting resolved the shocking. No further patient complications are anticipated or expected as a result of this event.